Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site to troubleshoot the device. The fse replaced the blower assembly but found that the blower is not the cause of the issue, problem still persisted.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site for a follow up repair. The blower and motor controller (mc) board were replaced, and a field correction was carried out. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H10: per source notes, it was noted that the work order was cancelled; therefore, it could not be determined if it failed to meet specifications. It is unknown what the outcome of the service event was, no additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that device's blower is defective. Requesting onsite service for repair. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.